Event description:
The lateral a poly insert would not lock into the tibial tray during surgery. The lateral b poly insert was used to complete the surgery. The lateral b poly insert is 1 mm thicker than the lateral a poly insert.

Manufacturer narrative:
The lateral a poly insert would not lock into the tibial tray during surgery. The lateral b poly insert was used to complete the surgery. The lateral b poly insert is 1 mm thicker than the lateral a poly insert. Review of the device history record indicates that the device was manufactured to spec. Returned device eval: the lateral a poly insert was returned for eval. Physical examination of the returned insert shows significant damage to the snap feature of the locking mechanism. Examination indicates that the insert may not have been aligned properly at the time of impaction during the procedure. With the insert damaged in this manner, it is likely that the insert was not able to lock into the tray.